Manufacturer narrative:
For the investigation the logfile was analysed. On the reported date of event the device successfully completed the power-on self-test. About 20 minutes after starting the case in question the device alarmed gas+vent fail and switched to monitoring mode automatically. In this case the device shuts down, manual ventilation and monitoring patient measurements are still possible. The reported event was due to a continuous reset of the master processor of the pcb cpu in the vgc (ventilation gas controller). The root cause for the reset could not be determined. After reinstalling the software the pcb was fully functional again. The number of similar cases regarding the affected pcb is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a case there was a ventilator failure. No patient injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during a case there was a ventilator failure. No patient injury reported.